Event description:
The facility representative reported an infuso.r. Pump with a condition of "not passing the function test." This condition occurred during preventive maintenance bio-med service department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. Baxter quality engineering determined the reported condition to be a syringe holder issue. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an infuso.r. Pump that did not pass function test was confirmed and reproduced during product evaluation. This condition was due to the syringe holder assembly being broken off. The syringe holder was replaced to fix the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information is received, a follow-up MDR will be submitted.